Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right ventricular lead that exhibited a high voltage lead impedance (hvli) that was greater than the upper limit. Upon investigation, the lead seemed to be normal. The patient was asymptomatic due to this event. The lead will continue to be monitored.